Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a left total knee replacement on 2015. Shortly afterwards (within a year) patient started experiencing pain in knee. After repeated visits to the doctor, it was determined that patient need a knee revision on the lower component as it had caused damage/chipping of tibia under the component due to slippage. I had the revision on of 2017. The components used in both previous surgeries were made by depuy/depuy, model is stigma. Had to have left knee revision surgery to remove and replace a failed lower component. Suggest replacement of all components with those from a different manufacturer. Doi: 2015; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.